Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the programmer experienced short-circuit, however, programmer was unable to power up and there was a burnt odor. It was noted that the floppy drive would not read discs and display intermittently flickered, changed the color. Additionally, it was noted that the power cord bay was broken and stylus was missed. It was further noted that the power supply, floppy drive, liquid crystal display(lcd), power cord bay assembly were replaced. The stylus was installed and overlay was calibrated. An electromagnetic interference repair was performed as a preventative measure. Reconfigured hard drive, reloaded and updated software. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer short-circuited and emitted smoke when connected to power. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the programmer was returned for evaluation and there was no patient involvement.